Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor failed pulse testing. Upon evaluation, the k1 component was shorted. The cause of the code 102 is the shorted k1 component. The root cause of the k1 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing code 102.